Event description:
A malfunction alarm, identified by malf 9, there was no adverse impact to the customer¿s blood glucose level. Although the malfunction code is resettable, the customer had not reset the pump within the last 24 hours. Cts provided information on how to reset the pump, and the customer planned to perform the reset at home, with an option to seek further assistance if needed. Customer may continue to use the pump.